Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per dop114-830. Sensor failed per specification due to high readings.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 58 mg/dl and a blood glucose of 114 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The customer's insertion technique was reviewed and was determined to be proper technique. The customer only had a bent cannula six days prior to the call. The sensor was returned for analysis and a replacement sensor was shipped to the customer.